Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "pump keeps alarming downhill stream even after trying multiple IV tubes." Was not reproduced. A review of the event history log revealed downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion after trying multiple IV tubes during programming /setup in the biomed service department. There was no patient involvement. No additional information is available.